Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws were fractured (cracked). Silicone from the jaws fractured, but did not break off. No pieces fell into patient, just a fracture of the jaw insulation on the non heater wire side. Most likely occurred during introduction of the device to the cannula. They noticed he damage and discontinued use of the device and opened a new vh-3500. No patient injury.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213 & 67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 /13 & 22): the device was returned to the factory for evaluation on 02/18/2022. An investigation was conducted on 03/09/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the heater wire. There were no visual defects observed on the heater wire. The gray silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw. The detached gray silicone insulation was not returned for evaluation. The gray silicone insulation on the hot jaw was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed.